Event description:
Customer stated the aligners have snapped off one of their molars, giving them an external resorption and made it so their front teeth don't meet and they cannot bite properly. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.